Event description:
The glenosphere was found disassociated approximately 2 weeks post-op on follow-up x-ray films.

Manufacturer narrative:
Ultimately, the cause of glenosphere disassociation is unknown. There are numerous potential causes ranging from improper assembly, failure to ensure surrounding component such as screws are fully seated, or the more taper surface not being clean prior to engagement. Review of lhr, DHR, and inspection records show the part was designed, manufactured, and shipped as intended. Taper engagement is tested and verified. The patient received a replacement glenosphere on (B)(6) 2025 as part of a successful revision surgery, and there has been no further malfunction reported.